Manufacturer narrative:
The t:flex pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the clinical diabetes specialist (cds) that the customer received an inaccurate fill estimate. Reportedly, the cds believes that the customer is refilling cartridge which could attribute to the fill estimate issues. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided by the customer on the reported event. There was no reported impact to the customer's blood glucose level.